Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported damage to the modular cable could not be confirmed. No images of the modular cable were submitted, nor was the modular cable returned for analysis. The system controller and left ventricular assist device (lvad) log files were reviewed, and no issues relating to the modular cable were found. A good faith effort (gfe) was sent to gather an image of the damage to the modular cable; however, the contact could not provide one. The root cause of the damage to the modular cable could not be conclusively determined during this investigation. The relevant sections of the device history records for the vad modular cable, lot number: 8854651, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook (rev. A) section 2 entitled ¿how your heart pump works¿ state that damage to the electrical wires inside the driveline is not always visible. The user should be alert for signs of damage, including fluid leaking from the external portion of the driveline. The heartmate 3 lvas IFU (rev. D) section 6 entitled ¿patient care and management¿ and the heartmate 3 patient handbook (rev. A) section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Additionally, instructions regarding driveline care are found in sub-sections entitled "what not to do: driveline and cables". The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple low flow advisory alarms. It was also noted that the patient had rescue tape on their modular cable near the driveline section due to past exposed wire damage. The patient has not had a modular cable exchange due to their current health status of end stage right ventricular heart failure which they are being treated with IV milrinone and no anticoagulation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.